Manufacturer narrative:
An investigation is underway and a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6): (B)(4)

Event description:
It was reported to siemens that the artis zee floor system could not be started during an emergency procedure. The patient was relocated to another treatment room. There was no impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has comducted a thorough investigation of the reported event. The investigation of the internal mdm (multi-display-manager) log files showed that the mdm was unable to connect to the network and no communication with the mdm was possible. The mdm software attempted to initialize the ethernet connection several times. The system log showed that all other network components were working properly with the network communication. Further system log investigation showed that for a short time the wcu could establish one interface connection via the network to the mdm, however, it was not possible to establish the complete interface connection. These software effects indicate an initialization hang-up of the mdm ethernet interface hardware. Replacement of the mdm hardware resolved the reported issue.